Manufacturer narrative:
Reported event: an event regarding fracture involving an axle of a mets total femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: visual inspection: tibial assembly, axle and circlip of a mets total femur were received. It was noted that the axle was a small size, whilst the tibial assembly was a standard size. During a visual inspection of the returned components visible scratches were identified on the internal sides of the tibial assembly above the points of entry of the axle. This is likely due to the excessive motion of the fractured axle. The external side of the tibial assembly appeared discoloured at the contact point with the axle end cap. This was likely generated by the excessive pressure between the two components because of the size mismatch. The polyethylene component showed visible deformation most likely caused by the mis-aligned femoral component. The end cap of the axle was also fractured. The small axle did not fully engage between the axle holes of the standard tibial component; this generated a momentum that led to the fracture of the cap end. The circlip showed a discoloration, likely due to the excessive movement of the axle. Dimensional inspection: not performed as the fracture was caused by the size mismatch between the axle (small) and the tibial component (standard). Functional inspection: not performed as the fracture was caused by the size mismatch between the axle (small) and the tibial component (standard). Material analysis: not performed as the fracture was caused by the size mismatch between the axle (small) and the tibial component (standard). Clinician review: the imaging provided showed that the femoral component has disengaged with the tibial component and the medial axle has fractured. This observation has been subsequently confirmed by the revision surgery. Product history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 20may2015 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding fracture of the axle. Lot a13667. There have been 1 other events for the lot referenced. (B)(4) was raised for crack/fracture of the axle. However (B)(4) differs from this event in that there is currently no indication that the wrong size axle was used. Conclusions: discussions with the senior engineer revealed that "a standard size tibial (mkrhm/stdst) has been assembled with a small femoral knee (mkfe/rsm) which includes a small axle. From the components returned it can be seen that the small axle does not fully engage between the axle holes of the standard tibial component¿. Moreover, review of the po and invoice confirmed that the surgeon ordered and implanted a small size femoral component with a standard size tibial assembly. The visual inspection of the returned components confirmed that the fracture of the axle component was caused by the size mismatch between the axle (small) and the tibial assembly (standard). The investigation concluded that the fracture of the axle was caused by the size mismatch between the axle (small) and the tibial assembly (standard). For this reason, this event has been categorized off label. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re- opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
We will have to change probably the tibial component to a fixed hinge tibia one, the bushes on the femoral component, the axle and the circlip: probably too much constraints on the hinge: we do not know at the moment if it is a disengagement of the circlip/ axle or if the axle is broken. The surgery should be in the coming days. Update: revision performed on (B)(6) 2019. The explant was returned to the manufacturer on (B)(6) 2019.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
We will have to change probably the tibial component to a fixed hinge tibia one, the bushes on the femoral component, the axle and the circlip: probably too much constraints on the hinge: we do not know at the moment if it is a disengagement of the circlip/ axle or if the axle is broken. Revision surgery was performed on (B)(6) 2019.